Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported an unknown number of patients developed toxic anterior segment syndrome(tass) postoperatively. He indicated the patients required intervention to prevent permanent impairment and the tass resolved. The surgeon indicated he was concerned about the sterility of the cassettes. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
This is the second complaint for the finish goods lot; however, the first for this reported issue. The device history record review shows the order was built and released per specification. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. A sample was not returned for this complaint. Without a sample, it is not possible to isolate the root cause. This product has been sterilized and all sterilization cycle parameters were verified for acceptability prior to release. After the investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. (B)(4).